Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. An initial visual observation of the video showed the device implanted into a patient. An opaque, white fluid was observed to be leaking from the catheter shaft. No further details of the leak site were observed in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the patient had a solo single-lumen catheter placed under ultrasound guidance on july 25. The catheterization process was smooth, and after placement, the x-ray showed it positioned at t6. Following standard maintenance, leakage occurred during infusion on august 5. No further information was provided.